Manufacturer narrative:
(B)(6). Visual assessment of the device could not confirm the reported breakage of the burr. Burr tip and tube assembly are intact. The polycarbonate components the sluff chamber and adapter body were observed to be melted. The cause of this condition is due to improper fluid flow during use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the head of burr jammed and snapped off. The case was a cam procedure. The device did break in the patient and was successfully removed. There was no reported patient injury. No other complications were noted.